Event description:
Orthodontist reported that during the debonding of an "apc" clarity ceramic bracket, tooth dentin was exposed when a piece of enamel was removed from a patient's lower right cuspid tooth. Orthodontist stated that he did not use either of the debonding instruments which are listed in the instructions-for-use. Tooth dentin was exposed on the patient's lower left cuspid tooth when patient's dentist used a hish speed diamond burr to remove a remnant ceramic on the tooth. Both teeth were repaired with composit material.